Manufacturer narrative:
Water requirements are within the customer¿s responsibility. Product labeling states "the instrument uses deionized water in the syringes, in the incubation bath, and for rinsing probes and reaction cells." And "bacteria free <10 cfu/ml". The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The field service engineer found water contamination and flushed the system. The customer ran calibration and controls and performed precision and correlation studies; all results were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples, tested with the ca2 (calcium gen.2) assay on a cobas 8000 c 702 module. They also noted fluctuating quality control results. The following example was provided by the customer. The patient sample initially resulted in a ca2 value of 16 and repeated as 9. No unit of measure was provided. The questionable results were reported outside of the laboratory. The ca2 reagent lot and expiration date were requested but not provided.